Event description:
It was reported that during an intravascular procedure in the hepatic area, the wire kinked after being inserted through a needle. The physician experienced removal difficulties and had to cut the wire to remove the proximal segment. The distal tip remains in the pt. Pt status is listed as "fine".